Manufacturer narrative:
The company technical support specialist called the customer to follow up on the event. The customer stated the system is working fine and cancelled the request for service. No sample was returned for in-house evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported that a system message displayed and the system would not prime. The system was rebooted multiple times. The cassette was replaced and then the system primed the cassette with no further problems noted. The case was delayed 15-20 minutes. No patient injury was reported.